Manufacturer narrative:
An event of device migration and significant leak around the disc and lobe was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Information from field indicated that the patient was in atrial flutter during the procedure and there were two partial recaptures before device release. Reportedly, the device was implanted successfully with no adverse effects to the patient. Field indicated that the device was sized through tee & pre procedural tee. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that a 31mm amplatzer amulet left atrial appendage occluder was chosen for implant on (B)(6) 2023. The defect was measured to be 22x30mm. The patient was in atrial flutter during the procedure. It was noted that there were two partial recaptures before device release. The device was implanted successfully. There were no adverse effects to the patient. On (B)(6) 2024, during a 45-day tee, the 31mm amplatzer amulet left atrial appendage occluder was noted to have shifted from the original placement implant. It was observed that there was a significant leak around the disc and lobe. The cause of the migration was unknown. Patient was prescribed oral anticoagulant (oac) drugs. The patient status was noted as stable. There were no clinical signs or symptoms.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.